Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an unknown procedure performed on unknown date. It was reported that during the procedure, the clip was closed but failed to release from the catheter. There were no patient complications reported as a result of this event.